Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 (air in line) alarm that occurred on the home choice (hc) unit during use, during dwell 1. Per the cg the home patient (hp) was connected to the machine. The cg already cycled power and hc displayed press go to start. The hp will start over with new supplies and contact renal nurse about air exposure. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.